Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to verify the reported issue. . Review of the device log shows that the user was attempting to perform a 2 button test (pressing and holding child and language buttons to initiate test) when they reported that the child button was inoperative, which occurred on (B)(6) 2019 and (B)(6) 2019. Further analysis of the log shows that the user was not following the operating instructions properly by waiting until voice prompts start and pressing the 2 buttons within 10 seconds of the voice prompts. The cause of the reported issue was determined to be due to user error.

Event description:
The customer contacted physio-control to report that the child mode button on their device was not responding to button presses.in this state, the device would not allow the user to enter into child mode and would not provide appropriate defibrillation energy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the child mode button on their device was not responding to button presses. In this state, the device would not allow the user to enter into child mode and would not provide appropriate defibrillation energy, if it were needed. There was no patient use associated with the reported event.